Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - initial reporter facility namecheck spelling: (B)(6) hospital (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous vessel in the right lower leg. A 1.5mm x 20mm x 143cm coyote es balloon was advanced for dilation. However, during the second inflation at the nominal pressure for approximately 30 seconds, the balloon ruptured at the distal portion. The device was removed without any problem using the normal method, and when inflated outside the body, a sound like air leakage was observed, which confirmed the rupture. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.